Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge the ipg for 6 weeks. As result, the ipg became inoperable. The patient underwent surgical intervention to have the ipg replaced, therapy was restored post-operative.